Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stating on the ghs350 that the cam where you open the base is coming apart.